Event description:
Reporting rationale: malfunction. Reporting status: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged during preparation. There was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
.